Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side of the air oscillator device was not functioning and was defective. It was further determined that the device had wear of the internal components, had an engine failure and power loss. It was further determined that the device failed pretest for check the starting behavior, check frequency, minimum 12¿000 to 16¿000 osc/min, check for air leak, check for excessive noise, check symmetry, check saw head, general condition and check history. It was noted in the service order that the coupling tool side was not functioning and was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.